Event description:
It was reported that patient enrolled in clinical study underwent left total hip arthroplasty (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2010, due to an unspecified metal complication. The acetabular cup and modular head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02810 & 02829).